Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated at 32 atmospheres and the device was completely removed from the patient. The procedure was completed with a different device. The patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. An nc emerge balloon catheter was advanced for dilatation. However, when the balloon was inflated to greater than 30 atmospheres, the balloon ruptured. No patient complications were reported.